Event description:
It was reported that the customer experienced a low blood glucose level that resulted in hospitalization, however, details and nature of hospitalization were not provided. Suspected cause was due to the customer¿s settings requiring adjustments. The customer declined to provide further information regarding the event.